Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus deliveries. The customer's blood glucose level was 348 mg/dl. Tandem technical support was unable to confirm if customer obtained an alternate method of insulin therapy.